Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating a failure of the internal battery was observed. The device's internal battery was replaced to address the issue. The device was tested and passed all final testing.